Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a blood pressure drop, cardiac perforation, cardiac tamponade and pericardial effusion during the lead implant procedure. Drainage and a thoracotomy procedure were performed. The lead remains in use. No further patient complications have been reported as a result of this event.